Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot# va1zdf6, implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1zdf6 implanted: (B)(6) 2019 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 11-apr-2023, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that rep met the patient and had contact with this patient for the first ever time today, (B)(6) 2025. Patient was scheduled for programming appt. Patient reports her device has been off since june 5. Patient reports that beginning in approximately (B)(6) 2025 with left inner gluteal pain that was hot and excruciating in nature. Patient also experienced pain and discomfort. Patient states that she believes the internal lead burned her internally which lead to a spot of hard skin on her left inner gluteal fold. She reports that the hard skin "just came off." On physical assessment patient has bilateral redness to gluteal folds that appears similar to diaper rash. Her battery site is clean, dry, and intact with no redness, warmth or pain. Patient denies any problems with battery or battery site. Patient also states that in a similar time period the lead woke her from her sleep and "caused me to climax." She reports this happened twice. Today impedance was within normal limits and device remains off. Patient requesting explant and re-implant. The issue was ongoing. Device remains off and is being scheduled for an explant.

Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot#: va1zdf6, implanted: (B)(6) 2019, explanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was scheduled for replacement on friday, (B)(6) 2025. Rep will be attending the case. Additional information was received on 2025-jul-23, the patients case time just moved to (B)(6) 2025. No cause known yet. Will send back all parts after (B)(6) 2025. Device has remained off.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va1zdf6) revealed environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 3889-33 lot# va1zdf6 implanted: (B)(6) 2019. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.